Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the long bipolar grasper instrument black cable does not run correctly in the matching coil. The procedure was completed with no patient injury and with no delays. No fragment fell into the patient. On february 15, 2024, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and no visible damage or anything out of the ordinary was found. The color of the broken/loose cable cannot be determined as multiple instruments were sent in that day. The type of damage observed on the black cable cannot be specified. There was no loss of cautery associated with the broken/loose cable. There were no signs of thermal damage at the site of breakage. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument to perform failure analysis. The long bipolar grasper instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was inspected and found no damage to the conductor wire. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.